Event description:
Caller reported a malfunction on the pump, identified by malfunction code "malf 3," and confirmed that there were no notable events preceding the issue. There was no adverse impact to the customer's blood glucose level. Technical support arranged for a replacement pump to be sent, instructing the caller on necessary steps, including storing the old pump and programming the new one, while also providing a return box for the non-functioning device. The caller understood and acknowledged these instructions, ensuring no interruption in insulin delivery by using mdi as a backup therapy.